Manufacturer narrative:
Corrected information: the patient¿s pump had started alarming again on (B)(6) 2017 and not on (B)(6) 2017 as previously reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving saline via an implantable pump. The indications for use were intractable spasticity and other spasticity. The healthcare provider reported the patient¿s pump had started alarming again on (B)(6) 2017 even though the pump had reached eos (end of service) back in 2013. Per the healthcare provider they had filled the patient¿s pump with saline back in 2013 when it had reached eos (end of service) but for some reason was beeping again now. The healthcare provider had interrogated the patient¿s pump and followed the prompts to shut off the pump and then updated the patient¿s pump. When the healthcare provider was asked if they were still hearing the alarms he stated the alarm must have stopped since it was no longer alarming. The healthcare provider had the telemetry strips and it showed a terminal event occurred and eos (end of service) had occurred back in 2013. It also indicated that reset occurred and stopped pump period may exceed tube set. The healthcare provider also stated it also is showing some other information such as the pump being in minimum rate and that a reset occurred. Per the telemetry strips there were multiple re-set occurred, reset -low battery that occurred on (B)(6) 2017. The telemetry strip also showed eri (elective replacement indicator) occurred on ¿(B)(6) 2090¿ and eos (end of service) occurred ¿??/??/??¿.the healthcare provider had interrogated the pump and followed the prompts to shut off the pump and then updated the patient¿s pump. There were no reported patient symptoms and there were no complications.